Event description:
On 5/14/2024 a sales representative, reported via (B)(4) that an ar-6480 dw arthroscopic fluid pump is working intermittently. This was discovered during a procedure with no patient harm reported. Reported: "device boots up preventative maintenance inspection shows high ground resistance @ 1.5ohm upon initial inspection. No error messages".

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.